Manufacturer narrative:
Initial.

Event description:
It was reported that the patient announced a usual dinner meal and subsequently experienced a low glucose event with a recorded glucose of 54 mg/dl, with contributing factor of an incorrect meal size announcement relative to actual carbohydrate intake. Symptoms included polyuria associated with hypoglycemia. Outcomes included self-treatment with oral glucose without health impact or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed user-related underestimation of carbohydrate intake for the announced meal as the precipitating factor for hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate estimation.